Manufacturer narrative:
(B)(4). Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer states that crack was on the reservoir compartment thread. Customer's blood glucose was 183mg/dl at time of incident. Insulin pump will be return for analysis.